Event description:
It was reported that the right ventricular lead had loss of capture nine days post implant. The device was reprogrammed until the lead was revised. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.